Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain in pelvis') and menorrhagia ('haemorrhaged at work with a lot of blood coming through vagina and blood clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("spotting vaginal"), abdominal distension ("stomach ballooned; swollen as a 9 months pregnant"), nausea ("nausea"), vomiting ("vomiting"), gastrooesophageal reflux disease ("acid reflux"), dysmenorrhoea ("painful periods"), hypoaesthesia ("legs numbness very bad"), pain in extremity ("legs pain very bad"), back pain ("back ache"), headache ("terrible headaches"), dizziness ("felt faint"), urticaria ("rash with hives"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual bleeding"), dyspareunia ("pain during sex") and depression ("depression"), was found to have weight decreased ("losing weight") and white blood cells urine positive ("white blood cells urine increased") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with omeprazole. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal distension, nausea, vomiting, weight decreased, gastrooesophageal reflux disease, dysmenorrhoea, hypoaesthesia, pain in extremity, back pain, headache, dizziness, urticaria, white blood cells urine positive, alopecia, menstruation irregular, depression and cholecystectomy outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage, vomiting, weight decreased and white blood cells urine positive to be related to essure. The reporter commented: multiple exams were done but all came normal, except for the urine white cell count. Diagnostic results (normal ranges are provided in parenthesis if available): urinary casts - on an unknown date: increased white cells count in urine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain in pelvis') and menorrhagia ('haemorrhaged at work with a lot of blood coming through vagina and blood clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("spotting vaginal"), abdominal distension ("stomach ballooned; swollen as a 9 months pregnant"), nausea ("nausea"), vomiting ("vomiting"), gastrooesophageal reflux disease ("acid reflux"), dysmenorrhoea ("painful periods"), hypoaesthesia ("legs numbness very bad"), pain in extremity ("legs pain very bad"), back pain ("back ache"), headache ("terribles headaches"), dizziness ("felt faint"), urticaria ("rash with hives"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual bleeding"), dyspareunia ("pain during sex") and depression ("depression"), was found to have weight decreased ("losing weight") and white blood cells urine positive ("white blood cells urine increased") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with omeprazole. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal distension, nausea, vomiting, weight decreased, gastrooesophageal reflux disease, dysmenorrhoea, hypoaesthesia, pain in extremity, back pain, headache, dizziness, urticaria, white blood cells urine positive, alopecia, menstruation irregular, depression and cholecystectomy outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage, vomiting, weight decreased and white blood cells urine positive to be related to essure. The reporter commented: multiple exams were done but all came normal, except for the urine white cell count. Diagnostic results (normal ranges are provided in parenthesis if available): urinary casts on an unknown date: increased white cells count in urine. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.